Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed eri was triggered during a procedure where cautery was used. The patient was asymptomatic. The firmware was downloaded and the diagnostics appeared normal. The patient will continue to be monitored with regular follow-up.